Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study: it was reported that a stent fracture occurred. In (B)(6) 2016 - the patient's qualifying condition was rutherford category 2 (moderate claudication). The patient was enrolled in the (B)(6) study and the index procedure was performed. The target lesion was located in the right mid superficial femoral artery (sfa) with 100% stenosis and was 60 mm long. The lesion had a reference vessel diameter (proximal 6 mm; diatal 6 mm) and was classified as tasc ii lesion b. The lesion was treated with pre-dilatation followed by placement of a 7x120mm study stent. Following post dilatation, there was 0% residual stenosis. In (B)(6) 2018 - 729 days post index procedure, during a 24 month follow up visit, x-ray core lab finding revealed a "grade ii - multiple tine fracture".

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2018 a computed tomography revealed that the sfa was thrombosed, including a stent in the region of the distal sfa/above knee popliteal artery. The 100% thrombotic occlusion noted in right ostial sfa extending to distal sfa including proximal ppa was treated with thromboembolectomy.